Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was not suitable for the procedure because the proximal neck was short (13mm) and severely tortuous (85 degrees). Moreover, superior mesenteric artery and renal arteries were at same level. Diameter of aaa was 45mm and diameter of right common iliac artery was partly 28mm and 33mm. The physician considered superior mesenteric artery might be occluded before the procedure, but he selected zenith devices since the patient experienced total gastrectomy. Final angiography revealed proximal type I endoleak, but it resolved after a body extension was placed. Echo showed blood flow of superior mesenteric artery dropped from 170 before the procedure to 79 after the procedure, and superior mesenteric artery and right renal artery stenosed. Cannulation was made, but it failed. Slight blood flow from gastroduodenal artery and right renal artery was confirmed. The physician decided to take follow-up observation. The patient's condition after the procedure was not provided by the reporter. On (B)(6) 2011 additional information was provided. No adverse effect to the patient was observed under echo on (B)(6) 2011.

Manufacturer narrative:
Stenosis is labeled in the IFU. Occlusion is labeled in the IFU. Event evaluation: still under investigation.